Manufacturer narrative:
Investigation evaluation: device one (1): our laboratory evaluation of the product said to be involved confirmed the report. A stylet wire was returned in the device, per the user it is unclear which stylet wire goes with which device. The stylet wire that is in device one (1) is bent distal to the thumb ring and preventing the stylet wire from fully advancing into the device. About 5 cm of the stylet wire was outside the proximal end of the handle. There was kink at 4.2 cm from the base of the handle. The needle was advanced by placing the needle adjuster on "8". The handle was manipulated and the needle advanced out. There was a bend in the needle outside the distal end of the sheath. None of the fiducials were returned. The device was then placed down an olympus gf-uc160p ultrasound endoscope. The device was advanced down the endoscope and the handle was attached onto the biopsy port and the endoscope was placed in a torturous path. The handle was advanced with the needle adjuster at "8". The needle advanced outside the sheath as intended. An accurate measurement of the slot that the fiducials are placed in was not observed because the bend in the needle prevented a true measurement. Device two (2): our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection of the device the stylet wire was returned, but was returned not advanced down the echo device. The stylet wire returned with device two (2) has a bend near the base of the thumb ring. The bend near the thumb ring is about 2 cm in length. There are two kinks in the device. The first kink is 2.9 cm from the base of the handle and the second kink is at 22.5 cm from the base of the handle. The needle was advanced by placing the needle adjuster on "8". The handle was manipulated and the needle advanced out. There was a bend in the needle outside the distal end of the sheath. When the needle is fully advanced outside the sheath the bend in the needle is 5.1 cm from the distal end of the sheath. The bend is slightly angled. None of the fiducials were returned. The device was then placed down an olympus gf-uc160p ultrasound endoscope. The device was advanced down the endoscope and the handle was attached onto the biopsy port and the scope was placed in a torturous path. The handle was advanced with the needle adjuster at "8". The needle advanced outside the sheath as intended. An accurate measurement of the slot that the fiducials are placed in was not observed because the bend in the needle prevented a true measurement. Possible contributions for the user being unable to deploy the fiducials properly are the bends in the needle along with the bends in stylet wires. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. The instructions for use states under system preparation: "advance stylet until resistance is felt to ensure stylet is flush with proximal fiducial marker. Note: excessive pressure on stylet may result in premature deployment." Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus) procedure, the physician used two (2) echotip ultra fiducial needles. As reported to customer relations, "during eus fiducial placement procedure, the physician attempted to place a fiducial marker in a pancreatic head mass, but was unable to deploy the fiducial marker. After several attempts of trying to place the marker, the fiducial needle was taken out and examined. There was a slight bow in the needle. This same device was taken to a table and a fiducial marker was deployed. The facility decided to still use this same fiducial needle back in the patient. It was placed back in the patient and the physician was trying to deploy a fiducial maker, but was unable to. At this point, a new echo-22-f was opened and used from the same lot number; however the very same event occurred as they were unable to place a fiducial marker. So then, the fiducial needle was taken out of the patient and the product was examined. This one had a bow in it as well. This second needle was used and placed back down to try and place a fiducial marker, however during this process the stylet bent. At this point, the physician went and grabbed the stylet from the first needle and replaced it (taking the bent stylet out and using the first stylet). The physician went back down and tried to place a fiducial marker once more, however was still unsuccessful. At this point, the physician stopped the case." There was no reportable information at this time. The devices were evaluated on 8/2/17 and it was observed that both needles have a severe bend.